Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed throughout the tubing. Customer's blood glucose (bg) level was 341 mg/dl. Reportedly, the customer changed the pump supplies and delivered a bolus to address bg level.